Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. The report of "balloon did not inflate" was confirmed. The balloon was found to be ruptured. The rupture edge did not appear to match up. Windings appeared to be in good condition. Through lumen was patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter ". Based on further investigation, the units go through a balloon integrity inspection performed as part of the catheter manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient of this fogarty catheter, the balloon did not inflate. There was no allegation of patient injury. Patient demographics were requested, but were not available. The product was available for evaluation.

Manufacturer narrative:
Upon further engineering review, a pra has been generated. Additionally, device code was updated in order to better reflect the nature of the finding.